Event description:
It was reported that the health care professional (hcp) called with concerns of possible right ventricular (rv) loss of capture (loc) on this implantable cardioverter defibrillator (ICD) system shortly after implant. Technical services (ts) reviewed the stored data and noted right ventricular auto threshold (rvat) test suspension was recorded. Ts recommended for hcp to schedule patient for an in clinic visit for further rv lead evaluation. The lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received, reported that the physician a lead revision procedure was performed due to suspected micro perforation of this right ventricular (rv) lead. The rv lead remains in service. No additional adverse patient effects were reported.